Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot # l70457, implanted: (B)(6) 1999, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information reported the alarm date changed was the cause of the alarm. It was reported the patient had ¿slight withdrawal symptoms¿ of vomiting and dry-heaving. Conflicting information reported the patient never actually went into withdrawal. It was reported the patient was supposed to have a refill on (B)(6) 2013; however, since the pump was alarming and the medicine was unable to be delivered, no refill was performed. It was noted the patient was then electively admitted into the hospital to mitigate possible withdrawal. It was noted the patient was give 30 mg of extended release morphine overnight to prevent withdrawal. It was reported the pump was dry when it the health care provider (hcp) tried to aspirate during the refill. The pump was refilled with the same medication and programmed to run the same way as it had before. It was reported the patient was doing very well and receiving effective therapy. It was noted the patient was ¿quite lethargic even from the 30 mg of oral morphine they received, so the hcp was going to check the catheter integrity with indium dye in the next several months to make sure the pump was functioning correctly

Event description:
It was reported that a critical pump alarm due to zero ml reservoir volume reached was heard and was confirmed by telemetry. The patient began to hear the ¿3 alarm every 15 minutes¿ on (B)(6) 2013. The pump was refilled on (B)(6) 2013. There were no medical or therapy problems; however, the patient had been admitted to the hospital for observation even though he did not have any withdrawal symptoms. It was also noted that the healthcare provider (hcp) had initially been unable to update the pump after refill; however, troubleshooting was performed and the issue was resolved by setting the low reservoir alarm volume to 2ml. The device system delivered morphine, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).